Event description:
During a vascular stent procedure a bard 9fr 14mm x 80mm 100cm stent was deployed into the iliac vein. The stent malfunctioned once it opened. Efforts to remove the stent were unsuccessful resulting in a retained foreign object. An additional stent had to be placed into the retained one in order to maintain patency of the vein. No known harm to the patient at this time. FDA safety report ID # (B)(4).